Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 03.221.017 synthes lot # p220887 supplier lot # p220887 release to warehouse date: 08 sep 2015; 05 oct 2015; 16 oct 2015 supplier: rti surgical no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. Investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the cable lock for pistol grip cable tensioner was not functioning properly. The device is for the table set and a field inventory. The cable tensioner is useless without the locking mechanism of the cable lock in order to use the tensioner on the table. There was no patient involvement. Concomitant devices reported: unknown cable tensioner (part#: unknown, lot#: unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).